Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced early sensor replacement alert which led to early sensor removal.

Manufacturer narrative:
The first sensor replacement alert was presented to the user on (B)(6) 2026. The sensor was returned for further investigation. In-house testing identified chemical degradation across all channels, indicative of oxidation of the glucose-indicating component within the sensor hydrogel. These findings were consistent with the sensor in-vivo data. A replacement sensor was provided to the user as part of the resolution.